Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not clean before start of pd therapy. The peritonitis was manifested by diarrhea. The patient was hospitalized for the peritonitis event; however, it was reported the patient was discharged the same day as admission. The same day as onset, the patient began treatment with intraperitoneal (ip) injection of reflin (500 milligram each bag, once in six hours), ip injection of fortum (500 milligram each bag, once in six hours) and intravenous injection of folbact (twice a day, dose not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event and treatment with folbact remained ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.